Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument was smoking at the hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was first observed a few minutes into the case, with no arcing noted and no injury to the patient. The instrument had been inspected prior to use, and no visible damage was identified at that time. During the procedure, smoking was observed from the instrument, but the surgeon was unsure what caused the thermal damage, and there was no reported collision with another energy instrument. The procedure was completed using a new instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged cautery hook at the distal end which made the instrument produce "smoke". The hook was not fully intact at the molded insulator and as a result it failed both electrical continuity and energy delivery tests. Correction to section d : primary product batch/lot number was updated to k12250501 0021. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.